Event description:
It was reported that the patient fell twice. One of the falls was described as ¿very hard.¿ another fall took place around (B)(6) 2012 and was ¿not so hard.¿ the patient began to experience pain at the bottom of the device pocket ¿pouch¿ in (B)(6) 2012. The site ached ¿terribly¿ and felt like a bruise. It was reported that the pump was loose and had always ¿wiggled around.¿ the patient had been in bed for four and a half year prior to the pump implant and now ¿has a life.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).